Event description:
After performing the valvuloplasty for the tavr procedure there was noted to be blood inside the true dilatation balloon. It was noted that there were holes in the balloon. No patient harm.